Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant was found to be ruptured and received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-aug-2021, it was found that the serial number and health effect - clinical code on the initial report were incorrect. Also, some statements were missing from the investigation summary. Manufacturer's reference number: (B)(4). The correct serial number is (B)(6), and correct health effect - clinical code is paint (e2330). The relevant fields have been updated. Investigation summary: most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet.

Manufacturer narrative:
Investigation summary: the product investigation was completed based on a provided photo. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture, breast pain. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative right-sided rupture and breast pain. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with a 375cc mentor memorygel breast implant (catalog #: 3503751bc, right serial #: (B)(4)) on (B)(6) 2021.